Manufacturer narrative:
(B)(4). The referenced device was received for further evaluation. The following was found: when a device's shape has been altered, it will also alter the shape of the cuff. No defect was detected on the returned unit however the most probable root cause of the event is altering the shape using the stylet wire. The reported defect could not be detected on the sample returned.

Event description:
A report was received stating that during &quot;prior to use&quot; testing, an endobronchial tube did not properly deflate. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)